Manufacturer narrative:
Suspect device: softclix lancet.

Event description:
Caller reports being accidentally stuck by a lancet used by another person. Caller received a tetanus shot and a hepatitis b shot as treatment. Requested return of suspect device and replacement was sent. Information suggests incident occurred on an airplane.